Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of pus, pain, and redness are physiological complications and analysis of the device generally does not assist allergan in determining a probably cause for these events.

Event description:
Healthcare professional reported 24 hours after injection in the "depression of the nose in the right side (post surgical)" with juvederm voluma with lidocaine, the pt developed "acute pain and redness in the injection site." After 48 hrs, "the redness covered all right side of the nose with points of pus." Pt was treated with keflex, dalacin, and nimesulide.